Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intraoperatively, the customer noticed that the product (B)(4) was unable to fire, it does not allow reclosing. A new device was used in order to complete the case. There was no patient injury involved. No additional information was provided.